Event description:
It was reported that the air in line failed. The event occurred during testing.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Received one device. Visual inspection found no damage, customer complaint of air in line fail confirmed through air detector test. Upon further investigation found the battery door intentionally damaged. Replaced battery door and air detector. Performed sensor calibration. Performed performance verification tests (pvt) , unit passed all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.